Event description:
It was reported that customer's blood glucose (bg) was 314 mg/dl and customer was in diabetic ketoacidosis (dka). Contact administered an insulin injection to treat elevated bg/dka. At the time of the call, ketone level was lowering. Contact did not know cause of elevated bg; however, the infusion set site was red which was unusual. Contact declined tandem technical support's offer to troubleshoot.